Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded.

Event description:
During perforating the skull, the device did not disengage properly after perforation was completed. However, there was no harm to a patient. The device in question was discarded at the facility.

Manufacturer narrative:
(B)(4). The customer¿s perforator was not returned; therefore, functional testing could not be performed to verify the root cause of this complaint. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.